Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant procedure, the lead was repositioned several times and the doctor possibly over torqued the helix while retracting it and it broke. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.